Event description:
Per the audiologist, the pt reported that in 2007, he began to experience unintentional eye squinting which would only stop when the sound processor was removed. He also reported pain in the area of the receiver/stimulator and that he did not hear with the device. The pt discontinued use of the cochlear implant system. The pt's device was explanted in 2008. The pt was not reimplanted with a new device during the same surgery, due to difficulty placing a new device type into the previous bone bed. The pt is scheduled (date not reported) to be reimplanted in the contralateral ear at a later date.

Manufacturer narrative:
This type of event is addressed in the device labeling.